Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt was unable to turn the stimulation up to the perception level. The diagnostic revealed that lead had high impedances. An x-ray was ordered and the results are unk at this time. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.